Manufacturer narrative:
Concomitant medical products: 5071-53 lead; 5076-52 lead, implanted: (B)(6)2011; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. It was noted that the additional left ventricular (lv) epicardial lead had high threshold measurements and low impedance measurements caused by a mic ro-dislodgment. It was also noted that the right atrial (ra) lead does not function. Reprogramming was done to inactive the lv lead causing the stimulation and to resolve the micro-dislodgment. The additional lv epicardial lead and ra lead remains in use. No further patient complications have been reported as a result of this event.